Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgical procedure on unknown date and the mesh was implanted. After the procedure, the patient experienced urge incontinence, back pain, abdominal pain, constant urinary tract infections, back pain, fluid retention and urinary retention. The patient is also unable to have sexual relations. The device remains in the patient¿s body. No further information is available.